Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
The surgeon reports that at the time of lens implantation during the path of the lens inside the cartridge the lens got stuck with the plunger and it was cut.

Manufacturer narrative:
Product evaluation: the lens was returned stuck in a qualified cartridge. Viscoelastic was observed in the cartridge. Both haptics are broken in the distal tip area. The optic is torn into pieces. The broken portions of the lens are located at the loading area, between the loading and the nozzle entry area, and in the tip. The cartridge shows evidence of being placed into a handpiece. The broken lens portions were removed from the cartridge during cleaning. Top coat dye stain testing was conducted with acceptable results. An unspecified "plunger" (handpiece) was indicated. It is unknown if qualified handpiece and viscoelastic products were used. The root cause cannot be determined. It is unknown if a qualified viscoelastic was used. The manufacturer internal reference number is: (B)(4).